Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed air in the patient line during initial drain on a homechoice (hc) machine. The hp disconnected when they saw air in the line. The hp stated that the line was properly primed and that they pressed go after they had connected to the hc. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.